Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that the patient had magnetic resonance imaging (MRI) and it has been longer than 2 hours since the patient left the magnetic field and the pump was still stalling. The technical services (ts) recommended periodically re-interrogating the pump. The hcp reached out to obtain drug information. Additional information was received from a healthcare provider (hcp) stated that the motor stall recovered. The hcp could not recall the date and time the stall recovered. No additional information.